Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the device was explanted, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was also performed. The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a rupture of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 5856064, and no non-conformances related to the reported complaint were identified. During visual evaluation of the device it was observed to be ruptured, additionally shell abrasion was noted at the edge of the rupture. The evaluation determined that the rupture is consistent with a shell abrasion rupture. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 400cc mentor memorygel breast implant, catalog # 3504001bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced silent right sided rupture post procedure. The patient received an official medical diagnosis for the rupture. As a result, an explant is planned for (B)(6) 2020.